Manufacturer narrative:
The explanted arsenal set screws are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Two level (l4/l5/s1) tlif was performed using novel sd and arsenal degenerative system on (B)(6) 2018. Upon follow up x-rays, the surgeon noticed two set screws had come loose and floating from both screw tulip/heads bilaterally at the l4. This was confirmed during revision case. Revision was performed on (B)(6) 2018. All sets screws were removed, both rods and the two polyaxial screws at the l4. New polyaxial screws were placed at the l4. New rods were inserted as well as 6 new set screws.

Manufacturer narrative:
The set screw bottom surface is the surface that interacts with the rod to create a stable construct, therefore the wear pattern on these surface were inspected. The expected contact surface between set screw and rod after fully tightened results in two inline marks on the set screw. Both left and right l4 set screws displayed a "starburst" wear pattern on the bottom surface of the set screw which is indicative of motion between rod and screw. Therefore, the l4 set screw disengagement may be attributed to a non-normalized rod which caused repeated motion at the rod-screw interface resulting in the back out.